Event description:
Customer reported device hasd been giving high results over the last few weeks. Customer stated receiving 792 mg/dl. Customer was unable to locate the result in the memory. No treatment. No controls. A request was made for return product and replacement product was sent.